Event description:
The customer reported getting intermittent etco2 readings during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported getting intermittent etco2 readings during a pt event. There was no report of negative pt impact. The device was evaluated by a philips field service engineer. The symptom was duplicated. Replacement of the etco2 module resolved the reported symptom. The device passed all testing and was returned to service.